Event description:
It was reported that the pump touchscreen was intermittently delayed when pressed (approximately 5 seconds) and touchscreen was flickering. Additionally, customer reported that multiple cartridges fell off the pump when not wearing a case. Customer's blood glucose was 288 mg/dl. Customer continued to use the pump for insulin therapy.